Manufacturer narrative:
According to the customer, for "6 weeks" the nebulizer has not been able to "steam the medication". The customer reported she has not been able to receive her "albuterol" medication as prescribed due to the reported issue. The customer reported due to the missed medication dosages, she has experienced "coughing" and stated she "cannot breathe". The customer did not report any medical intervention or follow-up care related to the reported event. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, for "6 weeks" the nebulizer has not been able to "steam the medication".